Event description:
The customer reported that the system displayed a security switch error. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reseated the cable and connectors for both the footswitch and handswitch through to the generator control board. The system was tested and found to be working as intended and put back in service.